Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # 11 was removed due to an infection patient came in the office with swelling and pain around the implant site and saying it was only getting worse and not better. Implant was removed and the dentist will monitor the tooth next to it to make sure the infection does not return. Sight was grafted (B)(6) 2020-(B)(6) 2020 together with the implant. Additional appointment required for implant replacement in 3-6 months. Symptoms as a result of the event: abscess, swelling, inflammation and pain.